Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a moisture leak in the keypad but demonstrated that the pump was operating within required specs and delivery accuracy.

Event description:
The pt was hospitalized for elevated blood glucose levels.